Manufacturer narrative:
(B)(4). The customer reported that the battery has 5 dim leds and fails to power up the device. There was no report of pt involvement. Philips sent the customer a new battery which resolved the failure.

Event description:
The customer reported that the battery has 5 dim leds and fails to power up the device. There was no report of pt involvement.